Manufacturer narrative:
A siemens technical service engineer (tse) evaluated the immulite 2000 xpi instrument data. Analysis of the instrument data indicates that the cause of the discordant atg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low immulite 2000 xpi atg results were generated on one patient sample. The patient had been previously followed by another laboratory for a year and had tested positive. Discordant results were not reported to the physician(s). There was no known report of treatment given or withheld based on the discordant atg results.